Event description:
It was reported by service report that the footend lift was stuck high and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sensor coil cable.